Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit. The reporter was advised to disable the vns due to the high lead impedance. The reporter was uncertain if the pt had any trauma. All attempts for additional info from the reporter have been unsuccessful to date.